Event description:
The user facility reported that when a patient stood up from the table, shifted his weight and repositioned himself to a lying position for procedure preparation, the table began to tip. Hospital personnel stabilized the patient; no injuries reported and the procedure was completed successfully with no delays.

Manufacturer narrative:
A steris service technician fully inspected the table and found the table to be operating to specification; no issues were noted. It was reported that the user facility did not realize that the table was improperly oriented for the procedure. The user facility could also not confirm if the table was locked or not at the time of the reported event the operator manual states pp (1-1) warning - tipping hazard: "do not place patient on table unless floor locks are engaged." "Do not disengage floor locks when patient is on table." "Center tabletop over column before transferring patient on or off of table." The table has remained in use with no further issues noted. Steris has offered in-service; however, the user facility has declined.